Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment or partial display anomaly noted during testing. Device had minor scratched lcd window, broken battery tube threads, cracked reservoir tube window and cracked case at reservoir tube window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had scratches and piece of plastic missing at the top of the battery compartment. The customer's blood glucose was 95 mg/dl at the time of incident. The customer reports that the display hard to read. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.